Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the procedure, the controller recognized the wand after it was properly plugged in but it did not build up plasma field. A backup device was available to complete the procedure with no delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned device. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. Visual inspection under magnification of the wand shows minimal electrode and screen erosion with contamination/discoloration and scratch/scuff marks on the spacer and cap. There were no manufacturing abnormalities found on the device. The saline tubing has been cut. During functional test, the wand was connected to the flow wand software and the extracted data found that the wand was activated for 0.5 minutes in coag setting. Data also found that the wand had an error 05, multiple button pressed notification. The wand was then connected to a compatible werewolf controller and activated the display; however test was not possible without attaching the pump tubing that has been severed before arriving in test facility. The complaint was not confirmed. Factors that could have contributed to the reported event include: it is possible that the device¿s connector block was not fully inserted into the controller display connector. Also, factors unrelated to the manufacture or design of the device which could have contributed to the reported event is the customer¿s controller which was not returned for evaluation. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.